Event description:
Physician attempted to access the right frontal recess of a (B)(6) year old male patient using direct visualization of pathassist light fiber with xpress. Physician had good illumination of right frontal sinus, right about patient's eyebrow, adjusted the light fiber and felt a "pop". Physician removed light fiber/xpress and noted a csf leak. Case was stopped and physician patched area. Xpress balloon was never deployed or inflated; no sinus or nasal cutting or procedures performed. Patient was hospitalized overnight, was discharged to home on (B)(6) 2012 and was doing well per the physician. Follow-up office visit with physician on (B)(6) 2012 and patient is doing well, with no complications or other issues reported.

Manufacturer narrative:
At the time of the report, no further patient injury or negative health related outcomes have been reported. Entellus medical will continue to monitor this situation and provide subsequent reports if required. The device in question was disposed of post procedure and therefore the root cause for the event could not be identified.